Event description:
Reporter stated that patient obtained a blood glucose result of 5.0 mmol/l on the accu-chek mobile system. Patient retested blood glucose, 9 minutes later, on an accu-chek aviva nano system and obtained a result of 2.5 mmol/l. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the suspect product used with the accu-chek mobile system. See medwatch with (B)(6) for the suspect product used with the accu-chek aviva nano system.